Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she has had several issues with the sensor insertion needles being difficult to remove. The customer stated that one of them actually broke off underneath her skin and she had to remove it with tweezers. The customer did not save the sensor needle. Nothing further was reported.